Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load several times which resulted in the same occurrence. Therefore, he/she stopped using the device and replaced it with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with a clip partially loaded incorrectly into the jaws. The next clip was out of position in the channel. The sample appears used as there is biological material present on the device. First, the clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip loaded on the first attempt and the trigger jammed which prevented the trigger cycle from being completed. The sample was disassembled to inspect the internal components. One of the ratchet ears was bent, which occurred due to the device becoming jammed. The yoke was broken at the pin position. A piece of the yoke was stuck on the feeder spring. The feeder tab on the proximal end of the feeder and the proximal end of the bridge were both bent. The proximal end of the feeder was also bent. The clips were out of position and stacking on one another in the channel. The sample was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. The damages to the yoke, the feeder and the bridge are indications that the feeder spring bound up internally in the yoke which shortened the overall stroke of the feeder. This would prevent the clips from being able to properly load as they would be unable to advance all the way forward in the jaws. The feeder spring binding up in the yoke also caused the clip stack and the trigger to jam. The feeder spring binding up in the yoke prevented the clips from loading properly into the jaws. It could not be determined exactly how or what caused the feeder spring to bind up in the yoke. CAPA 40010983 has been previously opened to further investigate feeding and loading issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. The sample was returned with a clip partially loaded incorrectly into the jaws. The next clip was out of position in the channel. Upon functional inspection, the trigger jammed. The sample was disassembled and there were indications of the feeder spring binding up in the yoke. This would shorten the overall stroke of the feeder and prevent the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or what caused the feeder spring to bind up in the yoke. A CAPA has been previously opened to further investigate feeding and loading issues.

Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01159 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900051 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation a clip was loaded in closed condition. The user tried to load several times which resulted in the same occurrence. Therefore, he/she stopped using the device and replaced it with a new one to complete the operation. No clip fell/remained in the patient.